Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient saw the "recharger too hot" screen while recharging. The patient stated his recharger showed the ins was nearly empty and stimulation had stopped. The patient stated he did not know when stimulation had stopped because he had a procedure performed on his neck, and due to the pain of this procedure he could not feel the original pain in his head so did not know when stimulation ceased. The patient stated the ins takes away half of the pain in his head and as a result he is no longer suicidal. The patient stated after being given medication for the nerves he is doing better but realized his head is killing him. The patient was able to successfully recharge, it was reviewed that stim could be turned on once the ins was recharged enough, the patient stated he usually waits until it is half full. The patient believed stim had stopped sometime in the past week, then started (B)(6) 2017. It was reported the recharger antenna was damaged. There were no reported complications and no further complications were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.